Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 89 mg/dl. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check was performed with tandem technical support and cracks/damage were observed on the cartridge. Customer declined replacing the cartridge. No additional information was provided.